Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "transducer fault" intermittently. The customer calibrated all of the transducers and all of them passed the calibration. The ventilator was running for twenty-four hours and the issue keeps reoccurring. There was no patient involvement associated with this issue.